Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The screwdrivers were visually evaluated. Both drivers showed signs of use with some discoloration across the body of the driver as well as wear on the head. Both were functionally tested by rotating the knob in both the clockwise and counterclockwise directions. The driver from lot# 465660 spun freely in both directions, however, nothing inside the head assembly rotated simultaneously. Disassembly of the driver showed that the piece that interfaces with the long hex shaft and the gear inside the handle had sheared. The device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive force being applied, causing this component to shear; and the discoloration is most likely due to residual from the cleaning process. In the warnings and precautions section of the instructions for use (IFU) for this product it is stated, avoid undue stress or strain when handling or cleaning instruments. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00690.

Event description:
It was reported two right angle screwdrivers failed due to the blade would not spin when rotating the screwdriver mechanism. No adverse events have been reported as a result of the malfunction.